Event description:
It was reported that a cxr revealed possible perforation of rv lead; revision done. On explant, it was noted that the suture had been tied so tight on suture sleeve, the suture had cut the lead underneath sleeve. No further information on this event has been received.

Manufacturer narrative:
Date of event is 2005, brand name is sprint fidelis. Common device name is implantable tachy lead., and model is 6949. Evaluation summary: no anomalies found; full lead returned.